Event description:
It was stated that the insulin pump completely stopped working after the battery was replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint and a missing battery contact spring. Unable to test for the off on power alarm due to the broken battery contact spring.